Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, 3 consecutive fibers used began firing at opposite ends of each other. The fibers were firing in correct direction and then opposite direction. The procedure was completed with a fourth fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Also, it was informed that the fibers were reported to be working as intended. Therefore, the manufacturer has reviewed all information and determined that this event no longer meets reporting criteria for the device in question, as there was not a forward firing issue.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, 3 consecutive fibers used began firing at opposite ends of each other. The fibers were firing in correct direction and then opposite direction. The procedure was completed with a fourth fiber without patient complications. Additional information received from customer clarified that the fiber was not forward firing, but it was firing from the opposite direction.